Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone he was getting beeps but the pump did not show him any alerts .the blood glucose level was unknown. The insulin pump will not returned for analysis.